Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ fever: unable to observe as it is not related to the manufacturing process. ¿ fatigue: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. ¿anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿cyst(s): unable to observe as it is not related to the manufacturing process. ¿varied injuries: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported implant "affected by recall", "unexplained fever", "fatigue", "exhaustion", "prolonged cold symptoms (pressure on the lungs, ent area)", "severe breast pain", "health damage" and "psychological burden". Patient later reported "rupture", "cystic deposits" and liquid accumulation" diagnosed via ultrasound and MRI, "capsular contracture baker grade ii" and "pain". This record is for the left side. Device has been explanted.

Event description:
Patient reported left side implant "affected by recall" and "severe breast pain". Patient later reported left side "suspected rupture", "liquid accumulation", "cystic deposits", and capsular contracture baker grade ii. Patient also reported the following events, which are not device-related: "fatigue", "exhaustion", "unexplained fever", and "prolonged cold symptoms (pressure on the lungs, ent area)". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "liquid accumulation".